Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that on an unknown date, the concord lift has migrated anterior and appears to have collapsed some from its insertion height. Procedure outcome is unknown. There was patient consequence. This complaint involves one (1) device. The concorde lift, lrd 9x23x8 mm, product code: 197809123l, lot number: 204548, quantity 1, was not returned to the customer quality unit for evaluation. Thus, an investigation will be based on a no sample device evaluation. Should more information and/or the device(s) become available at a later date, this complaint file will be reopened and the device(s) will then receive a full evaluation. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting without the return of the device(s), we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device(s) that could have contributed to the problem reported by the customer since the lot number was not identified. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device(s)e become available at a later date, this complaint file will be reopened and the device(s) will then receive a full evaluation. Device history lot ==> a review of the receiving inspection (ri) for concorde lift, lrd 9x23x8 mm, was conducted .as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the concord lift has migrated anterior and appears to have collapsed some from its insertion height. Procedure outcome is unknown. There was patient consequence. This complaint involves one (1) device.